Event description:
T was reported by the legal department that patient underwent left total hip arthroplasty. Subsequently, patient underwent a revision procedure five years later due to pain, swelling, and altr. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: item# 00620005422 item name: shell porous with cluster holes 54 mm o.d. Lot# 62845919. Item# 00630505036 item name: liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells lot# 62980711. Item# 00625006520 item name: bone scr 6.5x20 self-tap lot# 63044720. Item# 00625006520 item name: bone scr 6.5x20 self-tap lot# 62313351. Additional information regarding the event has been obtained, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 review of the device history records identified no deviations or anomalies during manufacturing related to the event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient presented with painful left total hip arthroplasty. There were small areas of metallic staining around the femoral neck and stem. The femoral head showed no signs of corrosion. No severe corrosion at the modular neck, only a little bit of black staining around the edges. Moderate amount of yellow colored synovial was present in the joint. The head, neck, and stem were replaced with competitor's products. No other findings/complications related to the event were noted. The received additional information does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.   Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00121 0002648920 - 2021 - 00138.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned, location unknown; visual and dimensional evaluations could not be performed.   Part and lot identification are necessary for review of device history records, neither were provided.   Medical records were not provided.   A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00119 , 0001822565 - 2021 - 00121.

Event description:
It was reported by the legal department that patient underwent left total hip arthroplasty. Subsequently, patient underwent a revision procedure five years later due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.